Event description:
During a laparoscopic cholecystectomy, the reprocessed endopath curved lap scissors did not cut the tissue as expected. The surgeon felt that the reprocessed device was not sharpened to its original manufacturers standards. Manufacturer response for endopath curved lap scissors with unipolar cautery, endopath by stryker (per site reporter).